Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the housing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Further evaluation revealed the drive fork was stiff when rotated. The root cause has been associated with a component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the mdu had a motor failure, it did not spin and oscillate as it should. No case involved; therefore, there was no patient involvement. As per results of investigation, overheating of the housing was found.